Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer support provided reset information and assisted the caller with resetting the pump, but due to difficulties with the pump buttons, all attempts to reset it were unsuccessful. As a result, the pump was replaced, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.